Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited 'cassette not latched' alarms. Found during testing, there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be verified. The cause of the issue is the latch flex. The latch flex was replaced. Service history identified that no previous repair has been noted in the last 12 months.